Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 126 ohms. It was noted that shock lead impedance trends had showed a gradual rise in shock impedance measurements over the last 6-8 months. This rv lead remains in service. The alert was reset and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 126 ohms. It was noted that shock lead impedance trends had showed a gradual rise in shock impedance measurements over the last 6-8 months. This rv lead remains in service. The alert was reset and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited increasingly high out-of-range shock impedance measurements in the 135-140s ohms range. Technical services (ts) discussed 41j commanded shock testing. This rv lead remains in service. No adverse patient effects were reported, and no interventions were performed at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding troubleshooting/patient outcome. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding troubleshooting/patient outcome. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 126 ohms. It was noted that shock lead impedance trends had showed a gradual rise in shock impedance measurements over the last 6-8 months. This rv lead remains in service. The alert was reset and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited increasingly high out-of-range shock impedance measurements in the 135-140s ohms range. Technical services (ts) discussed 41j commanded shock testing. This rv lead remains in service. No adverse patient effects were reported, and no interventions were performed at this time. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to high shock impedances. It was noted that the implantable cardioverter defibrillator (ICD) was explanted and replaced during this procedure as well. No additional adverse patient effects were reported. The explanted products were retained by the facility.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 126 ohms. It was noted that shock lead impedance trends had showed a gradual rise in shock impedance measurements over the last 6-8 months. This rv lead remains in service. The alert was reset and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead exhibited increasingly high out-of-range shock impedance measurements in the 135-140s ohms range. Technical services (ts) discussed 41j commanded shock testing. This rv lead remains in service. No adverse patient effects were reported, and no interventions were performed at this time. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to high shock impedances. It was noted that the implantable cardioverter defibrillator (ICD) was explanted and replaced during this procedure as well. No additional adverse patient effects were reported. The explanted products were retained by the facility. Additional information received reported that the right ventricular (rv) defibrillation lead of this implantable cardioverter defibrillator (ICD) system was revised due to gradually increasing, high out-of-range shock impedance measurements. Visual inspection of the header was noted and everything was intact. The patient was due of a therapy upgrade to an subcutaneous implantable cardioverter defibrillator (s-ICD) system at later date. No additional adverse patient effects were reported.